Event description:
It was reported that a clearlink system continu-flo solution set leaked out of one of the valves. The issue was noticed when an antibiotic was hung with the primary tubing during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was disposed; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.